Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor needle was broken. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that he does not know where he has detached and the electrode was missing. The sensor will not be returned for analysis.